Event description:
It is reported that following multiple evaluations, including aspiration, the pt was revised due to pain and swelling.

Manufacturer narrative:
Evaluation summary: operative notes were received for the primary implantation of these devices. These operative notes described the presence of osteophytes at both the femoral and tibial cement-bone interfaces. The quadriceps were also noted to be tight so a quadriceps plasty was performed medially and laterally. Revision operative notes of these devices were provided, during which tests confirmed an absence of infection. There were also some areas of de-bonding between the cement prosthetic host bone interfaces. X-rays were not provided, therefore fit and orientation could not be evaluated. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.